Event description:
It was reported that a patient wanted their entire system explanted. It is unclear why the patient wanted their system removed. There were no patient symptoms or injuries related to this event. No further information was provided. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID, neu_tlock_anchor, product type accessory product ID neu_tlock_ anchor, product type accessory product ID, 3777-75 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-75 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-75 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3777-75 lot# serial# unknown, product type lead product ID, 3777-75 lot# serial# unknown, product type lead product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2012 (B)(6), product type extension, (B)(4), analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to over discharge and no significant anomalies. Analysis of the extension (serial # (B)(4)) found that the extension body was cut through and the product was segmented with no significant anomalies. Analysis of the extension (serial #(B)(4)) found that the extension body was cut through and the product was segmented with no significant anomalies. Analysis of lead 1 (product # 3777-75) found that there was a break on conductor #7 located 1.1 cm from the proximal end. Analysis of lead 2 (product #3777-75) found that the lead body was cut through with no significant anomalies. Analysis of both of the t-lock anchors found no anomalies.